Manufacturer narrative:
Medex recongizes that this report of additional info is not being submitted within the required timeframe as outlined in the regulation. This info was overlooked for filing in error. Medex continues to be committed to regulatory compliance and will take steps to ensure that this does not recur. 100 sterile units were returned for evaluation. Examination of the returned units showed that one unit leaked at the bond of the female luer and the tubing. The tubing was found to be undersized. This tubing was purchased from a previous supplier no longer used by medex. The lot history was reviewed and was found to be acceptable. Medex was able to confirm this issue and determine the cause. Medex has evaluated another supplier of tubing and is no longer using this supplier. No additional action necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that extension set was leaking air at the connector. There was no pt injury or treatment associated with this issue.